Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the customer got did not receive a low battery alert prior to the replace battery now alarm. Customer¿s blood glucose level was unknown. The customer went through three batteries in three days. The customer stated that they had a second occurrence of replace battery now without a low battery warning. The insulin the pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test properly. Power loss alarm due to j6 connector resistance issue.